Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a tibial spine avulsion surgery there was a broken scorpion needle broken off in the tip of the knee scorpion. The fragment can be seen at the slot at the inferior tip of the scorpion jaws. This prevented the needle to be put in all the way. The customer tried to pick this needle tip out with a white needle but without success. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photos noted an unknown fragment was visible through the suture slot of an ar-12990 knee scorpion batch number: 15240935. It was further noted that an ar-12990n knee scorpion needle was not able to pass through the shaft as intended. Refer to attachments. Based on the information provided which includes pictures, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Event description:
It was confirmed that the needle was broken and wedged in the jaw prior to the this case. The needle we opened and went to use wouldn t fit all the way down the scorpion but came back out whole with nothing missing. On closer inspection of the bottom jaw (where the suture is fed) you can see in the slot the remnants of a needle tip which has broken off in the jaw and is now lodged. It was tried to remove this needle tip after the case, but it was firmly locked in place.